Manufacturer narrative:
The log file was provided to the manufacturer for detailed analysis. A completed device test according to manufacturer specification showed no deviation. Carina reacted as specified and gave the corresponding optical and acoustic alarms. The reported device failures are visible in the device logbook. The alarms 00.a008 and 00.a009 have the same root causes (unacceptable deviation between measured turbine rotation speed and the set value). 00.a008 occurs during ventilation, 00.a009 occurs during device start. After three restart attempts (in 24 hours) the device generates the error code 00.a012 and fully interrupts ventilation. 00.a012 has been caused by the 3 times of error 00.a009. The comparison between set value and actual value occurs every 500 ms because this time period will be used for measuring and averaging. The cause for the rotation speed deviations is unknown, it was not possible to reproduce these errors in the repair shop. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported the carina stopped during use. No injury was reported.